Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with antibiotics (type, date and duration not reported). Additional information has been requested; however, not made available as of the date of this report.